Event description:
It was later reported that the patient was still having concerns regarding the device/therapy but was working with the doctor.

Event description:
It was reported that the pump was not working and the patient was in pain. If the patient was sitting the pain was bearable and if the patient was moving or trying to get up it was unbearable. The pain had been occurring gradually over the last several months. The patient hit the pump on a chair about 2-3 months ago. An MRI was performed about a month ago but the results were unknown to the patient. It was noted that the patient had both a refill managing physician and a primary care physician (pcp) however, the patient did not feel that the pcp wanted to prescribe anything. It was believed that the pump contained a pain medication and a 'muscle relaxer.'

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n238367, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported that the patient was thinking about getting the pump removed. The patient did not feel that the pump was doing any good and hadn't been working the last few weeks. The patient felt that the pump was causing more pain than good because it sits on the right hip and was causing hip pain. The device system was used to deliver dilaudid.